Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018 to treat the tibia fracture, the three-fluted drill bit broke. The drill bit broke, when the distal locking of the intramedullary nail of the tibia was being performed. There was a fragment left embedded inside the patient. It was unknown if there was a surgical delay. There was no patient outcome reported. Concomitant device reported: tibia intramedullary nail (part #: unknown, lot #: unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: a device history record (DHR) review was conducted for part: 03.010.104, lot: l435030: manufacturing site: (B)(4), release to warehouse date: 19. June 2017: the device history record shows this lot of 111 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel 440a as required and the measured harness was within the specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Corrected data: complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the procedure was successfully completed. There was no surgical delay. No patient outcome reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.104; lot: l435030; manufacturing site: bettlach; release to warehouse date: june 19, 2017 the device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel 440a as required and the measured harness was with 52.5 ¿ 53.5 hrc within the specification of 52 0/+3 hrc. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) on the returned device image observed embedded drill bit pieces in the bone. The given complaint condition is consistent with the provided x-ray images and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed. --3-fluted drill with quick coupling dimensional inspection was not able to be performed as the device was not returned at customer quality. The device history record showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Furthermore, the material review performed during DHR review showed that the used material was stainless steel 440a as required and the measured hardness was with 52.5 ¿ 53.5 hrc within the specification of 52 0/+3 hrc. Therefore, device history record review showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore, the risk documentation review performed showed that the dcrm was found to completely address the complaint condition. Conclusion: a definitive root cause for complaint condition could not be determined from the provided information. However, it is possible that any unintended forces on the device or unintended failure to follow precautions could have contributed to complaint condition. No product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.